Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection verified the drill bit had fractured and was dull on the cutting edges. The device hardness was measured and was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an initial hip arthroplasty, the tip of a drill fractured as a screw hole was being drilled. Post-op x-rays did not show retained pieces of the drill bit.

Manufacturer narrative:
This follow up report is being submitted to report additional information,